Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. However, a constant motor error alarm was noted during the rewind due to a corroded motor home switch. The displacement test could not be performed and no motor position encoder error alarm could be verified due to the motor error alarms. The insulin pump had moisture damage to the electronic assembly, a scratched case, cracked battery tube threads, a scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor position encoder error. Customer's blood glucose was 129 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.